Manufacturer narrative:
Additional information has been requested - device will not be returning. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Investigation conclusions: it was reported that the patient felt a crack in their neck and developed dysphagia. During examination, the doctor confirmed there was failure of the device, ten years after implantation, with enucleation and migration of the center to the anterior part of the spine, bulging and pushing back the esophagus. Radiographic images were provided for review. Post-op images show the cervical spine with disc replacement that appears to be appropriately placed and appropriately sized. It is difficult to determine the level of the disc replacement but according to records, the replacement is at c3/4. There is also a fusion at c4/5 below the cervical disc replacement. Pre-revision x-rays show the cervical spine with a plate/screw fixation system and the disc replacement at the level above. The disc replacement has lost height. It is difficult to determine from these x-rays, but cystic erosion appears on the superior and inferior side to the disc replacement. There is also evidence of heterotopic bone formation. The CT images show a healed fusion and a collapsed disc replacement. The cts confirm the cystic erosion and heterotic bone formation. Anterior and posterior cystic erosions are present by both endplates. The quality of the images makes it difficult to interpret further. Intra-op image shows the cervical spine with the fused level and the collapsed disc replacement. Does not provide any new information. Microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed. With the information provided, it is not possible to determine the cause of the mechanical failure for this product experience. Should additional information be provided, the pe will be reopened, and the investigation amended. Rmf 0003 rev 39 line 19.2. - dysphagia, hoarseness/dysphonia, vocal chord paralysis, airway obstruction, leading to major/surgical intervention, with explantation. Rmf 0003 rev 39 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 39 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates. Leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 39 line 12.60. - device damaged/broken leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that a removal surgery was necessary last (B)(6) 2024 because of the separation of prothesis components. The explanted prothesis was given back to the patient (she didn't allowed that surgeon send it back to us for analysis from the manufacturer).

Event description:
It was reported that a removal surgery was necessary last (B)(6) 2024 because of the separation of prothesis components. The explanted prothesis was given back to the patient (she didn't allowed that surgeon send it back to us for analysis from the manufacturer).

Manufacturer narrative:
Additional information has been requested - device will not be returning.